Manufacturer narrative:
H2 (additional information): a4 (weight), b5, e1 (initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter zip/postal code, initial reporter phone), e2, e3, and h11 have been updated based on the additional information received on december 18, 2024. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to prevent bleeding performed on (B)(6) 2024. The device was installed accordingly. During the procedure, it was noticed that the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on december 18, 2024: the speedband superview super 7 was used in the esophagus during a varicose ligature procedure.

Manufacturer narrative:
E: this event was reported directly by the user facility to the competent authority. The healthcare facility is: (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to prevent bleeding performed on (B)(6) 2024. The device was installed accordingly. During the procedure, it was noticed that the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.